Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an MRI of their face and neck yesterday and it had not ¿gone so good.¿ it ¿felt it pulling where the battery was¿ and then ¿felt a pulling¿ in their legs and arm so that they moved on their own. The test had to be stopped. The patient reported that it was 1.5 tesla and was a closed machine. The patient had been horizontal when they felt it. The patient had put the patient programmer in MRI safe mode.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported that the patient no longer has a managing physician. No steps were taken to resolve the issue about the pulling in the leg and arm during the MRI procedure. There was a report that they had no one to oversee their stimulator (was not their surgeon or was not a spinal interventionist). No further recommendations were made. They advised their manufacturer representative (rep) that their leads had possibly moved as they were feeling sensations in different places. The rep offered to meet for reprogramming. It was reported that the patient read through the MRI manual and guidelines. The patient was slightly anxious, scared, and uneasy since the MRI was done, not knowing if any damage was done to their device. It did appear to be functioning properly despite sensations have slightly changed. The consumer had a thorough discussion with the imaging facility and the technology of the equipment was possibly not compatible with their device at the specific facility due to the coils.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.